Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Following atrial septal puncture, femoral vein puncture was performed and a blood leak was noted from the hemostasis valve after the long sheath was placed. The procedure was completed with the sheath tube with no consequences to the patient.